Manufacturer narrative:
Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 37 alarm noted during the testing. Successfully downloaded history files and traces using thump. All button function properly noted. No damage at keypad assembly. Pump error 37 alarm was recorded and found in the formatted history file for the event date. (B)(6) 2024 20:00:09.000 to (B)(6) 2024 20:19:13.000 motormotionalarm (37). Pump was cut open to perform visual inspection and no moisture damage found at the motor assembly and electronic assembly noted. Pump error 37 alarm was confirmed according in the formatted history file download due to isolated to the motor assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. Pump error 37 alarm was confirmed. Pump error 37 alarm according in the formatted history file download due to isolated to the motor assembly. Keypad/button unresponsive/button error not confirmed. No pump screen anomaly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, pump error 37. The customer reported no adverse event. The event involved product(s) mmt-1884. The customer reported receiving a pump error. The customer was not able to clear the error. The customer reported a keypad anomaly and/or stuck button alarm. The insulin pump screen was scrolling without input from the customer and the pump has not been exposed to altitude change. No harm requiring medical intervention was reported. Mmt-1884 was requested and the device was returned.